Event description:
Gambro prisma machine alarmed "blood leak". No leak was noted. Nurse stopped dialysis and disconnected tubing from pt's catheter. As tubing was being removed from the prisma machine, the filter pressure pod ruptured. Blood from pod splattered on nurse, surrounding equipment and the floor of pt's room. Two weeks prior, the same pressure pod ruptured on a different tubing (filter set m60) during priming with normal saline.